Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va16yvh, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va16yua, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that there were two small lesions on the scalp which were noticed by the patient's hard dresser a week prior to date notified. It was stated that the lesions were on the left side of the head, with no environmental/emi issues related. The lesions were excised with a left scalp revision by the healthcare professional (hcp) with no cultures taken and no symptoms of infection, resolving the issue. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.